Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Customer stated that the product would not be returned because it was discarded.

Event description:
Customer reported the tubing separated from the y-site during an infusion and blood leaked out of the set. There was no patient harm reported and no medical intervention was required. The customer stated that no add'l event or patient info is available.